Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Customer's blood glucose (bg) was approximately 600 mg/dl. Reportedly, the suspected cause of bg was due to eating cottage cheese, pineapple, a sandwich, and not yet bolusing. A needle was changed ti address the event, the cartridge was filled, a bolus was delivered to address bg, and insulin delivery was resumed.